Event description:
It was reported that the patient had erosion of the neurostimulator and had to be replaced. It was noted that her battery "blew out of pocket". She also had communication and recharging issues with the device. Further information was requested.

Manufacturer narrative:
(B) (4).